Event description:
It was reported that the customer experienced a low blood glucose level; cause was not known. Reportedly, customer became unconscious. Customer was admitted into the emergency room and was subsequently hospitalized. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Added: 4406. On august 28th, 2022, additional information was received. It was reported that the customer experienced a low blood glucose level of 21-22 mg/dl. Reportedly, customer became unconscious and experienced seizures. Details pertaining to the customer's treatment were not reported. Customer was released from the hospital on july 20th with the issue resolved. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.